Manufacturer narrative:
The product has not been received within our facility at the time of this report. A follow up report will be submitted as soon as the device is received and final analysis has been conducted.

Event description:
Per received report: as the coil was partially placed in the aneurysm, the physician decided to reposition the coil. During repositioning, the coil was found to be stretched. The coil was withdrawn and replaced to complete the procedure. No pt injury was reported.